Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Sections d4, h4: additional information. Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported fall could not be conclusively determined. The submitted log files captured low flow alarms when the calculated flow values dropped below the low flow threshold of 2.5 lpm on (B)(6) 2019 and (B)(6) 2019. Despite the low flow events, the pump appeared to have functioned as intended throughout the duration of the log files. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 3 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient fell (B)(6) 2019 and loss consciousness for 10 minutes. The patient reported having low flow alarms. Review of the patient's log file showed low flow events. No further information was provided.